Event description:
Chemo started at 1151am and was stopped the next day at 0230am. This leak was noted 14hrs & 39 minutes after the hang. Remaining chemo left in the bag was 218ml. Lot# r22a17024. Site of leak unknown.